Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during an ablation procedure where electrocautery mode was used, the patient experienced pacing inhibition that lasted for a couple of seconds. Boston scientific technical services (ts) discussed that this was due to the defib detection circuit, and circuit unable to be disabled. The ablation procedure was able to be completed, and the patient had no adverse effects. The device remains in-service.